Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found that the leak was coming from tubing at the bottom of the bsv (blood sampling valve) that had been worn from rubbing over time. He replaced the tubing that fixed the leak and repositioned it to minimalize the rubbing. Identification of failure modes: leak from tubing at the bottom of the bsv. No erroneous results were generated in connection with this event. Upon recur the failure mode identified; it is likely to cause erroneous results for all parameters due to insufficient sample available for analysis. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
Customer reported a leak occurred when using the coulter lh 750 hematology analyzer. The customer stated that the probe wipe cup on the lh750 instrument was overflowing. The volume of leak was <10 ml and was not contained within the unit. The operator was wearing a lab coat and gloves. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.